Event description:
The customer reported that during an endoscopic sphincterotomy procedure an olympus single-use knife wire was broken. According to the initial reporter, no piece fell off the device. Reportedly the unit was replaced with another, and the procedure was completed without any report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: a5, b6, b7, d4-expiration date, d10, e1, g2, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.